Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had o2 sensor error. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). A non covidien service provider inspected the device and found that the displayed fio2 was too high as compared to the set value. Then performed o2 sensor calibration, the unit passed but problem remained the same. Cross-checked the o2 sensor with working ventilator and found it faulty and needs to be replaced. The service provider performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing the e360 ventilator had o2 sensor error. There was no patient involvement.